Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Customer called the remote service engineer (rse) and asked for the detector parts ID since the detector was dropped and no longer functioning. Rse person provided parts ID and notified to contact philips for any follow-up at which point a new service order will be created for detector replacement. New service work order created, and field service engineer (fse) went site, and they revealed that the portable detector dropped & no longer functioning. The detector was replaced, and calibration done. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error).

Event description:
Customer called the remote service engineer (rse) and asked for the detector parts ID since the detector was dropped and no longer functioning. Rse person provided parts ID and notified to contact philips for any follow-up at which point a new service order will be created for detector replacement. New service work order created, and field service engineer (fse) went site, and they revealed that the portable detector dropped & no longer functioning. The detector was replaced, and calibration done. No injury reported.

Manufacturer narrative:
Correction: box g: contact office name changed from "(B)(6)". Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, health professional," date received by mfg: changed from "blank" to "06/07/2024".

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00038 (4832710): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - c139457 imdrf code.